Event description:
The customer reported that the all central nurse's station (cns) experienced communication loss with all bed side monitors (bsm) and telemetry devices . No patient injury or harm were reported.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they are getting systemic communication loss on all central stations. Service requested: troubleshooting service provided: troubleshooting. Investigation result: the root cause of the issue was determined to be a bad tripp lite power switch which is not a nk product. The issue was resolved by plugging the ups directly into the wall power. No other network issue was reported subsequent to this complaint record. The device was in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design. Additional information: b4. Date of this report. D11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical products. The following devices were being used in conjunction with the cns: org. Model: org-9110a. Serial number: (B)(6). Bedside monitors. Serial: number unknown. Telemetry. Serial: number unknown. Ups. Serial: unknown.

Manufacturer narrative:
The customer reported that the all central nurse's station (cns) experienced communication loss with all bed side monitors (bsm) and telemetry devices . No patient injury or harm were reported. During trouble shooting with tech support, it was determined that the issue was due to a bad tripp lite power switch (not nka product) that shutdown the ups which supplied power to the switch and org. After removing the tripp lite power switch and plugging the ups directly into the wall power, the customer was able to bring back the network. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns. Concomitant medical products: org. Model: org-9110a. Serial number: (B)(4). Bedside monitors, serial number unknown. Telemetry, serial number unknown. Ups, serial unknown.

Event description:
The customer reported that the all central nurse's station (cns) experienced communication loss with all bed side monitors (bsm) and telemetry devices . No patient injury or harm were reported.